Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2016 at 11pm when they allegedly obtained inaccurate high results of ¿180 mg/dl¿ with the subject meter and ¿155 mg/dl¿ with another device (ot ultra2), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient stated they manage their diabetes with pills, diet and/or exercise. The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged exercising on (B)(6) 2016 at 11.05pm. The patient claims they developed symptoms of ¿shaking¿ 5 minutes after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the lfs device malfunctioned.